Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data were inspected with no evident electrical peculiarities. In particular, no iegm episodes were available for an evaluation of the reported oversensing with shock delivery. No conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that this lead was abandoned and replaced due to oversensing with inappropriate shocks approx. 31 months after implantation.